Event description:
Hamilton medical ag received the following incident description: tf5507 - leakage in mixer block air line.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d3, d4, g1, g3, g6, h2, h3, h4.

Event description:
Hamilton medical ag received the following incident description: tf5507 - leakage in mixer block air line

Manufacturer narrative:
Investigation is ongoing.